Event description:
During surgical complications in (B)(6) 2017 this system was put in my heart. I was not informed of this. During the last 98 months I started coughing up blood clots. Have seen many drs and hospitalized approx seven times. During a pet scan it was noticed I have the tiger paw system ii and it is causing small aortic tearing. I am told it cannot be removed or I will die.